Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the report: during use, the plastic part on the tip of the shaft was disengaged. The piece was retrieved from the pt, and another device was used. There was no bleeding, tissue damage, or extension in operating room time. No pt info available.